Event description:
It was reported that during a lap nissen fundoplication, the handpiece wasn't working with hand activation. The case was completed with a second handpiece with no patient consequence.

Manufacturer narrative:
(B)(4): evaluation summary - the hand piece was returned with a loose mount. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the hand piece no longer meets the specifications for continuity and phase margin. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.